Manufacturer narrative:
The device was returned for analysis. The reported failure to advance could not be replicated in a testing environment as it was related to operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a perforation of a lesion in the left circumflex (lcx) with heavy calcification and heavy tortuosity. The 2.8x26mm graftmaster covered stent failed to cross due to the anatomy even after several attempts. Another graftmaster stent was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. Returned device analysis identified a proximal hypotube separation and the stent was noted to be dislocated from the distal edge of proximal balloon marker. The account was not aware of the separation or the dislodgement. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.na

Event description:
It was reported that the procedure was to treat a perforation of a lesion in the left circumflex (lcx) with heavy calcification and heavy tortuosity. The 2.8x26mm graftmaster covered stent failed to cross due to the anatomy even after several attempts. Another graftmaster stent was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.